Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 1005700, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation and capsular contracture grade ii. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient had undergone explantation and replacement with contracture release on (B)(6) 2018. The patient has recovered fully after surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 04/05/2018, it was reported to mentor that the lot number for the left breast implant is (B)(4). In addition, the device was replaced with saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 7546002. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/27/2018, it was reported to mentor that the device history record ( DHR) of lot number 271508 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).